Event description:
Physician was attempting to insert guide wire for central venous catheter but was unable to advance guide wire. Inspection revealed one or more pieces of debris inside straightened section of advancer causing wire to jam.